Event description:
It was reported that the user experienced hyperglycemia after eating a burger, milkshake, and fries while using the ilet system with a dexcom g7 sensor, having announced the meal as usual despite it being larger than typical and following a recent supply change. Symptoms included no reported clinical manifestations associated with the elevated glucose. Outcomes included no alarms, no hospitalization, and no medical intervention beyond self-monitoring. Investigation included case review, user interview, and troubleshooting education focused on meal announcements and correct meal sizing. Investigation of this case revealed that the elevated glucose was associated with incorrect meal size selection relative to carbohydrate load, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error in meal announcement leading to transient hyperglycemia.

Manufacturer narrative:
Initial.